Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Four (4) units were received without their original packaging, in used condition, and decontaminated inside a ziplock bag. The complaint returned units were visually inspected at a distance of 12 to 16 inches under normal conditions of illumination according to procedure. The received units arrived with the extension set disconnected from the y-connection. All four units were disconnected from the air supply valve (asv) and y-site. This connection was joined with reagent and its not intended to be separated. Due to this separation, damage was observed on all four y-site female luer connectors and are unable to be functionally tested for leaks. Two of the y-site connectors are occluded with a piece of the male luer connector broken from the extension site. The units were not able to be tested. The reported failure mode, leaking, cannot be confirmed. Based on the analysis of the returned unit the root cause cannot be associated with the manufacturing process since the failure could not be reproduced following assembly process. The root cause of the reported event was found to be damaged by incorrect handling of the devices in the use by the customer. Since the asv valve was bonded with the luer connector. No corrective actions are required because the mitigations on place were revised and are executing as is determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken.

Event description:
It was reported that "leaking came from y site" (all 4 pcs). No patient injury was reported.